Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out-of-range pacing impedance measurement of 2030 ohms was generated for this left ventricular (lv) lead. A boston scientific technical services consultant documented the clinical observations and suggested increasing the alert cutoff if lead intervention is not planned. No adverse patient effects were reported.

Event description:
It was reported that an out-of-range pacing impedance measurement of 2030 ohms was generated for this left ventricular (lv) lead. A boston scientific technical services consultant documented the clinical observations and suggested increasing the alert cutoff if lead intervention is not planned. No adverse patient effects were reported. It was reported that an alert was generated for lv amplitude measurements out of range. Trend data was stable, and the presenting electrocardiograms showed appropriate function. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out-of-range pacing impedance measurement of 2030 ohms was generated for this left ventricular (lv) lead. A boston scientific technical services consultant documented the clinical observations and suggested increasing the alert cutoff if lead intervention is not planned. No adverse patient effects were reported. It was reported that an alert was generated for lv amplitude measurements out of range. Trend data was stable, and the presenting electrocardiograms showed appropriate function. No adverse patient effects were reported. It was reported that remote monitoring data identified a 700 ohms decrease in lv pacing impedance measurements approximately five months after the increase was observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.